Event description:
Interstim permanent lead exchangeindications for procedure: the patient is an (B)(6) female who has significant incontinence and underwent interstim placement in the past and is presenting with malfunctioning interstim device. Interstim device was removed in entirety. Upon inspection, it was noted that the tined lead at the site of connection to the ipg device was malfunctioning and loose. It was disconnected and the covering at the site of the connection to ipg device was loose and mobile, battery had fluid in the header and there was an open circuit on the lead. Entire device was removed and replaced.